Manufacturer narrative:
Investigation: optical inspection. First step of our investigation is the optical inspection. Apart from slight scratches on the housing, we could not detect any obvious deformations or other abnormalities. Nervertheless, the measurement of the parallelism showed that the valve had a slight deformation, even if no apparent deformation was visible. With a measured value of -0,0415mm the parallelism is outside the accepted tolerance of +/- 0,02 mm. Presumably caused by too much pressure on the housing of the valve. Permeability test: to proof the penetrability of the valve we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The test results that the progav valve is penetrable. Adjustment test: our adjustment tests are carried out with the standard progav checkmate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. The investigation has shown that it was possible to adjust the valve between 0 cmh2o and 6 cmh2o. But it was not possible to adjust the valve higher than 6 cmh2o. Braking force and brake function test: to measure the braking force we have investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Despite the deformation of the housing the investigation of the brake function has resulted that the brake function is full in place. Also the braking force was found within the expected tolerance. Result: first we performed a visual inspection with the valve. Apart from slight scratches on the housing, we could not detect any deformations or other abnormalities. Nevertheless, the measurement of the parallelism showed a slight deformation, maybe caused by too much pressure on the housing. To investigate if maybe a blockage have caused the assumed problems with re-programming the valve, we performed a permeability test. The test results that the valve was penetrable. For further information we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. The investigation has shown that it was possible to adjust the valve between 0 cmh2o and 6 cmh2o. But it was not possible to adjust the valve higher than 6 cmh2o. Due to the deformation of the housing, we suspect that the brake might be damaged. But the measurement of the braking force could confirm that the measured value was also within the accepted tolerance. A defect of the brake can be excluded. In order to verify whether the valve examined here has been influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles)1 in the cerebrospinal fluid, we have finally opened the valve. After the valve has been opened, our suspicion has confirmed that deposits inside the valve could have impaired the product performance in the past. Based on our investigation results we can confirm that it was not possible to adjust the valve within the pressure range 6 cmh2o up to 20 cmh2o. We assume that the found deposits inside the valve have influenced the product performance.

Event description:
It was reported that a progav with shuntassistant 25(#fv414t) was implanted during a procedure performed on unknown date. According to the complainant, thevalve was believed to be not adjustable. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. Patient height : 189cm.